Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a burn-like irritation under one of the ECG electrodes of the lifevest. The patient was reportedly in the hospital and doctors had treated the irritation. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.